Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 1.3mmol/l at the time of the incident and current blood glucose level is 8.5 mmol/l and then 9.3mmol/l. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with glucagon injection and IV glucose. Customer states that they also had button error anomaly. The insulin pump will be returned for analysis.